Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 173417: 78 items manufactured and released on 27-june-2017. Expiration date: 2022-06-08. No anomalies found related to the problem. To date, 76 items of the same lot have been sold without other similar reported event since (B)(6) 2018. Additional implant involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 174729 batch review performed on 22 april 2022: lot 174729: 105 items manufactured and released on 07-nov-2017. Expiration date: 2022-10-14. No anomalies found related to the problem. To date, 102 items of the same lot have been sold with another similar reported event since (B)(6) 2018.

Event description:
The patient came in reporting pain due to a dislocation as a result of musculature laxity (not 2 implants separating). At 3 years and 5 months from the primary the surgeon removed the glensophere , baseplate, metaphysis and insert. The reverse metaphysis was replaced with an anatomical metaphysis and double eccenter. The surgery was completed successfully.